Manufacturer narrative:
Per (B)(4) final report the patient had a unity knee implant on (B)(6) 2018 with a unity cr insert. A revision on a unity cs insert, due to mid flexion gap, was performed on (B)(6) 2019. The relevant device manufacturing records have been identified and reviewed for the femur, the patella and the insert implants. It was found that these devices were manufactured respectively in oct 2017 as part of a batch of 5, in feb 2018 as part of a batch of 30 and in jan 2017 as part of a batch of 10. They conformed to material and dimensional specification at the time of manufacture. The patient information provided shows that the posterior cruciate ligament (pcl) is now absent. The unity insert cr is not indicated in case of absence of posterior cruciate ligament. Therefore the revision was required and an unity cs insert was implanted due to the new patient condition. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity knee revision due to mid flexion gap.

Manufacturer narrative:
Per 2516 initial report: the patient had a unity knee implant on (B)(6) 2018. A revision on a unity knee cs insert, due to mid flexion gap, was performed. Date of revision was not yet confirmed and will be provided in a supplemental report. The provided device details were not yet confirmed. Once confirmed, the device manufacturing records will be reviewed. Device details and outcome of the review will be provided in a supplemental report upon completion of the investigation.

Event description:
Unity knee revision due to mid flexion gap.